Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that " had to get a new pacemaker because the initial device was defective, and the battery failed ". The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.